Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps instrument failed to open and close. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the prograsp forceps instrument to perform failure analysis. The reported complaint was not confirmed by failure analysis. The prograsp forceps instrument was returned with a reported complaint that does not impact functionality. The instrument underwent both internal and external visual inspection, and no issues were identified. The observed backlash of the grips is design-related and within specified limits. No product issues were found, and the instrument was considered conforming in the current state.

Event description:
Refer to h11 for follow-up information.